Event description:
It was reported that the patient presented at the hospital due to cardiac arrest. An interrogation was completed and the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high rate no sustained episodes, non capture, elevated sensing integrity counter (sic) counts, inappropriate therapy and undersensing. Follow up was conducted to no avail. It was noted that the company representative was notified in order to have the lead reprogrammed. The lead is still in use. No further patient complications have been reported as a result of this event.